Event description:
Two balloons ruptured on the first inflation at approximately 8-10 atmospheres during a common iliac angioplasty procedure of an extremely calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The devices have been destroyed by the user facility. Therefore, no failure analysis was available. Balloon ruputre or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated these devices were used in an extremely calcified lesion which co believes contributed to this event and does not attribute it to the devices. However, without evaluating the devices, co is unable to determine the exact cause for this event. Co's directions for use states: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."